Event description:
A 2.75 mm diameter x 14 mm length micro driver rx coronary stent delivery system was inserted into a patient for the treatment of an lad lesion. Lesion morphology was reported as non-tortuous and not calcified with 80% stenosis. It is unknown if the lesion was pre-dilated. It was reported that the stent slipped over the balloon while being introduced into the left main from the guide catheter. An attempt was made to pull the un-deployed stent back into the guide catheter. The un-deployed stent was pushed to the lesion site and a small balloon was inserted into the stent deploying it at the lesion site. Patient is reported to be good. Please note that this device is distributed outside the united states.

Manufacturer narrative:
(Other, secondary intervention) - stent dislodgement. Evaluation summary: medtronic has received the device and its analysis has been completed. The stent was not present on the inflated balloon. There were crimp/bake impressions evident on the inner lumen, indicating that the stent had been correctly crimped onto the balloon during the manufacturing process. Info received from the account confirms that no difficulties were experienced when removing the device from the hoop or when removing the protective sheath from the balloon. The stent was inspected prior to use with no issues noted. Communications confirm that resistance was encountered loading the device onto the guide wire and when advancing the device to/across the target lesion. The possibility exists that the resistance encountered may have disturbed the stent securement on the delivery system. It is also possible that the stent may have dislodged during the attempt to pull the undeployed stent back into the guide catheter. Review of the cd images shows the successful delivery and deployment of what appears to be a 24mm stent. Images show the delivery of what appears to be a 14mm stent proximal to the previously deployed 24mm stent. Images show the deployment of the 14mm stent proximal to the 24mm stent. The images do not show the reported dislodgement of the 14mm stent. Images show both deployed stents within the vessel.